Manufacturer narrative:
Concomitant product(s): patient medications - gabapentin; oxycodone; pravastatin sodium; carvedilol; lisinopril; symbicort; combivent respimat; januvia; glipizide. The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Lot: UDI (B)(4). Additional devices included in this report: pxc201200/06361284 UDI: (B)(4); pxc201000/06544014 UDI: (B)(4). The gore® excluder® aaa endoprosthesis instructions for use state that potential device or procedure related adverse events include endoprosthesis occlusion.

Event description:
On (B)(6) 2009, the patient was treated for an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On an unknown date, images identified the device had lost wall apposition and had crept up into the aneurysm sac. It was reported on (B)(6) 2016, an intervention was performed to extend the limbs on both sides and regain seal. There was no endoleak present upon completion of procedure.